Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The anchor is fractured at its most proximal thread. The anchor thread is still on the device. The rest of the anchor was returned off the device. The black suture snare has been deployed and the green snare has been partially deployed but the snare had not cleared the eyelet of the anchor. No sutures are on the device. A functional evaluation showed the green snare wire will continue to deploy and coil on the inner reel. The black snare wire has completed its coil. No other functions can be tested as this is a single use device. Based on the condition of the product material found during visual inspection, additional material testing is not required. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength should be verified to meet specifications, and a certificate of material analysis is required with each shipment. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the speedscrew had a broken implant. The deficiency was observed while performing the investigation for the device; therefore, there was no patient involvement.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).